Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the received information from the field, the recipient did not have benefit from the implant system due to a migration of the electrode out of cochlea. This is a final report.

Event description:
On (B)(6) 2024, the user was seen for his activation. No responses were audible to the user on channels 3 through 12 with stimulation rates up to 40 cu and increased pulse duration. He reported hearing distorted beeps on channels 1 and 2 at 26 cu. Programming cable, max box and sonnet 2 ap were swapped with cam equipment - no changes in response were noted. The user was re-implanted.

Event description:
On (B)(6) 2024, the user was seen for his activation. In situ testing was within normal limits. A connection between audio processor (ap) and implant could be established. However, still no responses were audible to the user on channels 3 through 12 with stimulation rates up to 40 cu and increased pulse duration. Revision surgery will take place (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.